Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure, as the device was no longer functional. During the procedure, the entire ipp was removed and replaced. There were no patient complications reported.